Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.